Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2023302 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the 2nd button when taking the 6f/7f mynx control vascular closure device (vcd) out and after waiting for 1-minute hemostasis was not yet achieved. Light manual compression was applied for another 2-3 minutes. Afterwards hemostasis was achieved. Fingertip compression was maintained on the skin during removal of the device. There was no issues noted during balloon retraction / button#2 step. There was sufficient blood flow for the patient to be doing well and no additional/corrective procedure was needed. During the ultrasound-guided control the following day it showed that the plug of the mynxcontrol had moved further down and was stuck in the superficial femoral artery (sfa). The mynx control was applied to close the puncture site. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered after the event .the physician was in the process of being certified. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, after pressing the 2nd button when taking the 6f/7f mynx control vascular closure device (vcd) out and after waiting for 1-minute hemostasis was not yet achieved. Light manual compression was applied for another 2-3 minutes. Afterwards hemostasis was achieved. Fingertip compression was maintained on the skin during removal of the device. There was no issues noted during balloon retraction / button#2 step. There was sufficient blood flow for the patient to be doing well and no additional/corrective procedure was needed. During the ultrasound-guided control the following day it showed that the plug of the mynx control had moved further down and was stuck in the superficial femoral artery (sfa). The mynx control was applied to close the puncture site. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered after the event .the physician was in the process of being certified. The product was not returned for analysis. A product history record (phr) review of lot f2033903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to achieve hemostasis¿ and ¿embolism¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Embolisms are a known potential complication of vascular closure device and are listed in the IFU as such. The precautions section in the IFU indicates that serious adverse events might result with the use of the vcd in vessels not suitable for the use of the device. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.